Event description:
(B)(6) pt received dynesys scoliosis tethering procedure at (B)(6) hospital in (B)(6). Of licence use. Pt returned to (B)(6); 2 weeks post operatively developed shortness of breath. Discharged from USA to (B)(6). Three weeks post operatively large haemothorax drained. CT scan showed three screws long and defecting descending arch of aorta. Another screw compression bronchus intermedium causing persistent lung collapse. Revision surgery in (B)(6). All implants infected. Significant lung injury. Screws had been cut to shorten them at initial surgery. Barbed screws had been left rubbing against descending aorta. Pt revised today all implants removed by associated with significant bleeding and persistent lung injury secondary to prominent metalwork and long hard implants.